Event description:
During alif (anterior lumbar interbody fusion) l4 to l5 procedure, surgeon was using the tapered u-joint driver and it lost its memory. Surgeon had to change out the driver for a total of 4 times. The procedure was completed with no adverse effect to the pt. This is 3 out of 3 reports for the same event.

Manufacturer narrative:
Manufacturing investigation: device history record review - the manufacturing records were reviewed and no complaint related issues were found. Product investigation: the device was returned and the received condition visual inspection of the tapered u-joint driver (part # (B)(4)) indicated no visible damage. The functional investigation indicated the position memory of the u-joint was reduced due to worn out peek-bushings and pins in the pin-joints. Conclusion summary: the position memory can be lost due to forcible use or wear and tear. This complaint is deemed indeterminate from a manufacturing position. This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.